Manufacturer narrative:
Batch review performed on 29 july 2021: lot 2005771: (B)(4) items manufactured and released on 03-sep-2020. Expiration date: 2025-08-20. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold. Another similar event has been reported on this lot.

Event description:
2 months after the primary the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.